Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens with diopter -9.0 into the patient's left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to low vault and in a separate surgery that day a longer length lens was implanted. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
D4 - unique identifier (UDI)# : (B)(4), should be added to the initial MDR. Claim # (B)(4).